Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that it was difficult to remove the extension from the top port of the battery. The rep reported that this was a routine battery replacement. The rep reported that the hcp recognized corrosion in the top port and had to force the extension out. The rep reported that the extension broke at that point. The rep reported that the hcp replaced both extensions and replaced the battery. The rep reported that impedances were good and the system was working fine. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the physician was unsure why there was rust/corrosion at the top port.